Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -15.5/+2.0/84 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Low vault was observed, the lens is planned to be exchanged. It was reported that the cause of the event was user error . Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction data: device manufacture date corrected to "07-feb-2018" in the initial MDR. Additional data: the reporter indicated that a 13.2mm vticmo13.2 -15.50/+2.0/84 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a longer lens on (B)(6) 2018 due to low vault. The problem was not resolved. The reporter stated, "vault is a bit low, but it's the biggest lens". It was reported that the cause of the event was user error. (B)(4). Work order search: no similar complaint type event was reported for units within the same lot. (B)(4).